Event description:
The hospital reported that near the end of an endoscopic vein harvesting procedure, when there were 2-3 more branches to ligate, it was noted that the tip of the silicone covering on the jaw of the vasoview hemopro endoscopic vessel harvesting system was missing. The hemopro was removed from the sterile field, a replacement hemopro was obtained and the case was successfully completed. The tip of the device is believed to be outside the pt but was never found or recovered. There was no harm or injury to the pt. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).